Event description:
A caller reported an issue with their insulin pump, where the insulin gauge displayed an amount different from what was expected. There was no adverse impact to the customer's blood glucose level. Customer declined to provide information regarding alternate insulin therapy.